Event description:
A journal article was reviewed which contained information regarding this system. The patient had ventricular tachycardia. The device was reprogrammed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
A journal article was reviewed which contained information regarding this system. The patient had ventricular tachycardia. The device was reprogrammed. Additional information received indicated that the patient was seen for an unscheduled office visit because of an ineffective defibrillation. Medication was added. A week later, the patient was hospitalized because of vt/vf events induced by left ventricular (lv) stimulation. Again, medication was added and the lv stimulation was switched off. A couple of weeks later, the patient was hospitalized for a non-cardiac reason, and the lv stimulation was turned on. A month later the patient was hospitalized due to phrenic nerve stimulation and the device was reprogrammed. The system remains in use. There were no reported patient complications as a result of this event